Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during central processing, scratches or cracks was observed on the blade of the maryland bipolar forceps instrument. There was no report of patient involvement or any reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer stated the blades were not broken or corroded, but there were scratches and snags on the metal surface. The customer was not able to answer how the fragments were retrieved or if an additional surgical procedure was required to remove fragments. The customer did not know if any post operative tests were performed or if the patient has returned due to experiencing any post-surgical complications related to retaining a foreign object. The customer did state there was no injury to the patient and there were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument articulated as expected during the manual articulation test. The grips opened and closed properly. There was no grip misalignment or any damage observed during visual inspection. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.